Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Analysis was performed on the returned device. The reported suture did not pass through the vessel wall was confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported suture did not pass through the vessel wall appears to be related the foot closed on the suture such that the suture was pulled from the vessel during device removal. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device lot number updated from 9061041 to 9082841; expiration date updated from 4/30/2021 to 6/30/2021. Device manufacture date: manufacturing date updated from 6/10/2019 to 8/28/2019.

Manufacturer narrative:
The additional proglide device referenced is filed under a separate medwatch report number. Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with two proglide devices were attempted in the left common femoral artery via 6fr sheath using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the suture of the proglide device did not pass through the blood vessel wall. The sutures of a second proglide device were deployed; however, the foot of the device did not retract and the proglide device could not be removed from the femoral artery. A scalpel was used to open the artery and remove the proglide device. The artery was surgically sutured closed to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.